Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys total psa immunoassay on a cobas 6000 e 601 module. The sample initially resulted with a total psa value of 1.52 ng/ml and this value was reported outside of the laboratory to the patient. As the patient had a prostatectomy, he complained about the result. The sample was repeated on 11-dec-2019, resulting with a value of 0.074 ng/ml. The total psa reagent lot number was 409527. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The calibration and qc data show that the customer is working outside the frequency specifications provided in the product labeling. The customer had not calibrated since 22-oct-2019. Per product labeling, calibration should be performed: ¿ after 1 month (28 days) when using the same reagent lot ¿ after 7 days (when using the same reagent kit on the analyzer) ¿ as required: e.g. Quality control findings outside the defined limits no qc was run on the date of the event. Level 1 qc was run 03-dec-2019; level 2 was run 10-dec-2019.